Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the lesion characteristics included the distal middle cerebral artery. Vessel tortuosity was minimal. Regarding the cause of the event, there was preliminary judgment of thrombus escape at the proximal fracture of the stent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during thrombectomy using the stent, it was observed that the thrombus inside the stent was exposed during retrieval. Upon removal from the body, a fracture was found at the proximal end of the stent. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: as found condition: the solitaire fr4-3-20-10 stent device was returned for analysis inside a sealed biohazard bag and a shipping box. Damaged location details: the solitaire fr4-3-20-10 stent¿s working length struts were in good condition, while the non-working length strut was broken. No irregularities were found outside the proximal marker, and the marker coil was in good condition. No bends or kinks were found on the pusher wire, and no other anomalies were found. The broken end of the strut was sent out for sem analysis. Testing/analysis: the broken end of the non-working length strut was sent out for scanning electron microscopy (sem) failure analysis. The sem results showed that due to the mechanical smearing of the fracture face, the failure mode was unable to be determined. It is believed that the smearing might have occurred post-fracture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.